Event description:
The customer tested his blood glucose and received readings of 195 and 171 mg/dl using his contour ts meter. He retested using his elite meter and received a reading of 85 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests while troubleshooting and the results fell within the normal control range, so no product will be returned for eval. The customer did insist his meter be replaced. A replacement meter was sent to the customer.